Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter dislodgement was inconclusive due to the nature of the returned sample. The product returned for evaluation was two photographs depicting a 20cm powertrialysis acute dialysis catheter. Both photographs depicted the luer adapters, extension tubes, molded joint and a portion of catheter shaft. Blood residue was evident on the shaft. The suture wing was located within the groove on the molded joint in the first photograph and at the 17cm depth marking in the second photograph. While the suture wing was in different positions on the catheter in the two photographs, it could not be determined if that movement occurred while the device was in use or due to device manipulation following removal. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that at the start of the rn's shift, it was noted the patient's trialysis line was sutured but that the hub wasn¿t sutured and so they attempted to secure it better with stereo strips. It was stated around 0200, the rns were reintubating and positioning the patient and his line became dislodged. The rn went to prepare to push drugs and noticed it was out about an inch and a half from previous location. After removing, rns noted that the suturing adaptor had moved from it¿s original location (picture 1), to further down the line (picture 2). Rn states she doesn't know if it was intentionally sutures that way before but that it created an unsafe situation as the line moved position while cvvhd was running. A new catheter was placed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that at the start of the rn's shift, it was noted the patient's trialysis line was sutured but that the hub wasn¿t sutured and so they attempted to secure it better with stereo strips. It was stated around 0200, the rns were reintubating and positioning the patient and his line became dislodged. The rn went to prepare to push drugs and noticed it was out about an inch and a half from previous location. After removing, rns noted that the suturing adaptor had moved from it¿s original location (picture 1), to further down the line (picture 2). Rn states she doesn't know if it was intentionally sutures that way before but that it created an unsafe situation as the line moved position while cvvhd was running. A new catheter was placed.